Event description:
Sometime in (B)(6) 2014 a wn t1015 was implanted into the patient for the repair of an inguinal hernia using an open lichtenstein technique. At 7 days follow-up the patient was recovering uneventfully. In late (B)(6) the patient returned to the surgeon with what looked like an infected inguinal hernia repair. Upon exploration the surgeon found the wn t1015 with obvious cellulitis. The wn t1015 was removed, cultured and demonstrated (B)(6). The patient was cleaned up and a new piece of wn t1015 implanted. The patient was recovering uneventfully as of (B)(6) 2015.